Event description:
Doctor emailed that he had removed screws from patients who underwent lda because they were experiencing pain and developing tip ulcers; no case details initially given. Subsequently, doctor emailed that one diabetic patient developed an ulcer at the distal tip of the toe due to screw head prominence, where the patient was treated with antibiotics and the screw removed. In a second patient, the screw became prominent and painful, the patient developed a tip ulcer and was treated with antibiotics for osteomyelitis. A third patient did not like the fact that the fused joint toes were stiff (expected outcome) and doctor removed the lda screws from the 2nd and 3rd toes; no new screws were placed. It is unknown how compliant the first two patients were postoperatively. IFU and surgical technique guide state surgeon judgement should be used to ensure sagittal plane stability and toe purchase. It is important that joints are stabilized in initial healing process. The screw head should be accurately placed against the distal phalanx and the threads should engage the distal cortex for adequate purchase. Screws were discarded and are not available for evaluation. Further attempts to gather case information are ongoing.

Manufacturer narrative:
Surgeon has discarded products and will not be returning them for evaluation. While initial suggestion of screw revisions was received in 2008, there was not further detail from the surgeon for three weeks. In the interim, and since, there have been multiple request for additional information, but specifics on when the events occurred post-op, product ID, etc. Have not been forthcoming. Without additional information, no conclusions as to the cause of the alleged screw loosenings can be drawn. The user in question has designed his own screw which he is interested in having the firm pursue. The IFU and surgical technique guide state it is important to not cross metarsophalangeal joints when pre-drilling with guide wire. Surgeon judgment should be used to ensure sagittal plane stability and toe purchase. The screw head should be accurately placed against the distal phalanx and the threads should engage the distal cortex for adequate purchase. Screw migration could be caused by inaccurate placement, or patient noncompliance. It is important that patients not ignore the limitations of rigid fixation. Migration can also be caused by too short a screw, or one that is too wide in diameter. Complaints that toes are "too straight" might occur with any joint fusion., whether done with a screw or a guide wire because the toe will no longer bend when walking. The gait with a fused toe is different than one which is not fused.